Event description:
It was reported that the issue occurred intra-operatively during a sacroiliac and thoracolumbar procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: please see section d9 for when the logs were available for analysis. H2-h6: a software analysis was initiated. Once reviewing the logs, a single session was identified on the date of the incident. During that session, the user carried out a spinefusion procedure, transitioning from image acquisition to the navigation task. The user remained actively engaged in navigation for the majority of the session before returning to image acquisition to obtain additional images. The archive contained two o-arm image sets, each consisting of 192 slices with 0.83 mm slice spacing and thickness. The first o-arm scan showed 12 screws implants, along with 44 cylinders under projection with entry and end points. The second o-arm scan showed 7 screw implants, along with 23 cylinders under projection with entry and end points. The reported intra-operative inaccuracy during the spinefusion procedure was attributed to the imaging system, and recalibration of the imaging and navigation trackers restored the expected accuracy. There is insufficient information to determine root cause of reported behavior. The software evaluation found that a probable cause was unable to be determined. Previously reported codes b01, c19, and d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2, h3, h6) a manufacturer representative went to the site to test the navigation system. It was reported that there was no fault found. Codes b01, c19, and d14 are applicable. Additional information added to b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional troubleshooting information was received. It was reported that the clinical specialist (cs) recalibrated the imaging system's trackers. Per completed work order, the navigation system was functioning as intended. Cs performed a system checkout with navigated spin and found it to be inaccurate. Cs recalibrated the imaging system with the navigation system and redid the system checkout. After the accuracy was as expected.

Event description:
Additional information was received. It was reported that the inaccuracy was believed to have been caused by the imaging system.

Manufacturer narrative:
H2: additional information added to b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735740, software version: 2.1.0 h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that there was an alleged inaccuracy while in surgery. The site had taken an imaging system spin, placed screws, taken another spin, and found that one of the screws was more lateral than expected. The site replaced the screw. Throughout the case, it was noted that the tap and driver showed a 0.5¿1 mm deviation from the drill hole, despite accurate use of the surgical drill bit. The site requested calibration of the navigation/imaging system. There was no delay, and no impact to patient's outcome.